Manufacturer narrative:
Concomitant medical products: model: linoxsd65 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant that the patient developed an infection. The implantable cardioverter defibrillator (ICD) was explanted and later replaced. No further patient complications have been reported as a result of this event.